Manufacturer narrative:
Citation: [dvir, danny. Article title. Multicenter evaluation of transcatheter aortic valve replacement using either sapien xt or co revalve: degree of device oversizing by computed-tomography and clinical outcomes. 2015 sept; 86(3):508-15. Doi: 10.1002/ccd.25823] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the association between oversizing and clinical outcomes. All data were collected from multiple centers. The study population included 368 patients (predominantly female; mean age 82 years), 202 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: malpositioning, tamponade, annular rupture, conversion to surgery, paravalvular leak (pvl), permanent pacemaker implantation, stroke, major vascular complications and bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.